Event description:
A customer contacted beckman coulter inc. (Bci) stating that two (2) coulter lh 750 analyzers were generating erroneously low eosinophils (eo%) and high neutrophils (ne%) results for two runs each of a patient sample when compared to manual smear results. Both runs from instrument #1 had instrument generated r flags and both runs from instrument #2 did not have flags. The erroneous results were reported out of the laboratory. The physician requested a manual differential on the specimen. The manual differential results were sent out as corrected reports. No death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Controls were run before the incident and were within the expected range. A field service engineer (fse) was dispatched and checked the ttm and reagent volumes and found that both analyzers are operating within specifications. Root cause is based on the raw data analysis which indicates that the algorithm could not accurately report eo% for runs due to the significant ne/e0 overlapping. Per labeling, beckman coulter inc., does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results.